Event description:
The pump was explanted and returned to the MFR for analysis. The device registration system indicates that the pt has expired. Cause of death is unk as of the date of this report. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available to us.